Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "internal error occurred - system reset required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device and multi-function cable were returned to zoll (B)(4)'s service department for evaluation. The customer report was observed during review of the device activity logs. However, the device was put through extensive troubleshooting without duplicating the report. Evaluation of the multi-function cable found it to be loose when manipulated. The multi-function cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure service required" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.